Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, a crack was found along the pump battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display dimming issue. The screen has dimmed to the point it cannot be read outside or inside the house with lighting; it is only visible in a dark room. The issue occurred gradually over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.